Manufacturer narrative:
Product event summary: the full lead was returned and analyzedand no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: 37601 dbs ipg, implanted: (B)(6) 2017; 37085-60 x2 neuro extensions, implanted: (B)(6) 2012; 3387s-40 dbs lead, implanted: (B)(6) 2012; 3387s-40 dbs lead, implanted: (B)(6) 2012; fr99525 tissue valve, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was found to have dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.